Manufacturer narrative:
The octrode passed electrical tests. No visual anomalies were seen with the octrode. No setscrew marks were seen on the octrode.

Event description:
It was reported that the patient was experiencing ineffective therapy due to lead migration caused by a break in the anchor. The issue was confirmed via x-ray. As a result, the patient underwent surgical intervention during which the lead and anchor were explanted and replaced with no complications, and the patient was stable post-operatively.

Manufacturer narrative:
Date of event is estimated.